Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding lower glucose sensor scans while wearing the adc device compared to an hcp meter. On (B)(6) 2022, a sensor scan of 117 mg/dl was compared to an hcp glucose test of 141 mg/dl. The customer experienced abdominal pain, extreme fatigue, increase urination, dehydration, acid in the blood, and "possible renal failure" and was admitted to the hospital and received unknown medical treatment for a diagnosis of dka. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed for the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding lower glucose sensor scans while wearing the adc device compared to an hcp meter. On (B)(6)2022, a sensor scan of 117 mg/dl was compared to an hcp glucose test of 141 mg/dl. The customer experienced abdominal pain, extreme fatigue, increase urination, dehydration, acid in the blood, and "possible renal failure" and was admitted to the hospital and received unknown medical treatment for a diagnosis of dka. No further information was provided. There was no report of death or permanent injury associated with this event.